Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected over the past year. Pacemaker replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected over the past year. Pacemaker replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected over the past year. Pacemaker replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.